Event description:
A physician reported seeing metal flakes in the eye post-operatively. Facility does use the single-use tips twice. Additional information received from the facility questionnaire stated there were several patients; identification was not known. Also stated the particles were removed during the initial surgery; they caused no damage to the eye. They reuse phaco tips daily. This report is filed under mfg. Rpt. No. 2028159-2006-00412. The original report was filed under mfg. Rpt. No. 2028159-2006-00409.

Manufacturer narrative:
Nine phaco tips and a particle have been returned from the customer. Evaluation, including a root cause analysis, is in progress. Customer has stated they routinely reuse phaco tips. Phaco tips are labeled as single use devices (suds) and are not designed for re-use.